Event description:
It was reported the patient stated their device never worked and they had back issues so they needed to have it out so they can have an MRI. It was noted the patient¿s device was placed extremely deep in their buttock. The patient stated it was getting so they couldn¿t walk. It was later reported the patient mentioned they would be getting their implantable neurostimulator (ins) taken out because they needed to have an MRI done. It was stated the patient never had therapeutic effect and their ins never worked. It was noted the patient was having ovary pain ¿like needed to get ovary removed.¿ reportedly, the pain had been happening when the device was on and off. The patient stated their healthcare mention it was obviously not in the right area and it slipped and they couldn¿t do an MRI if it was in that area. It was noted the ins was implanted too deep and the patient saw five doctors who told them they may be lots of scar tissue around the implant. It was reported the patient had back pain and the doctors were watching them and they stated they were going downhill and they will need to be in a wheel chair. It was noted the MRI was going to be done to see if the healthcare provider could do surgery on their back to stabilize it. Reportedly, the patient was immobile and in a wheelchair. It was stated the patient was not sure if the need for the MRI was related to the ins and they also had back problems and the doctors think they may have popped out 2-3 discs.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v360244, implanted: (B)(6) 2009, product type: lead. (B)(4).